Event description:
Olympus received a copy of a medwatch FDA 3500a form, referencing an olympus colonoscope as a concomitant device to the reported event. The user facility stated in the event description, "this is the third pt of four pts who experienced bowel perforations following colonoscopy procedures performed in the surgery center during a four month span. Similar esu and cable device were utilized during these procedures. This unusual cluster of incidents has never occurred before, and so they are being investigated. This child had three polyps that were harder to remove, however lesser joules setting was used. Presented three days after procedure with no subsequent surgery required. Pt recovered well. Cat scan of the abdomen and pelivs revealed focal thickening of the colon near the hepatic flexure with surrounding inflammatory changes consistent with contained colonic perforation." Upon further investigation, the user facility reported that the pt had experienced rectal bleeding due to a colon polyp. The user facility performed a therapeutic colonoscopy. Following the procedure, the pt was admitted to the hosp two days later and was diagnosed with a bowel perforation. A temporary colostomy was performed to correct the perforation. The pt was reportedly hospitalized for five days and has completely recovered to date.

Manufacturer narrative:
The devices utilized in this reported event were not returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. Olympus is currently working with the user facility to obtain additional detailed info. If significant additional info becomes available, a supplemental report will follow. This report is being filed as a medical device report in an abundance of caution. Reference MFR report numbers 8010047-2008-00098, 8010047-2008-00099, and 8010047-2008-00100 for the other three relevant reported events. Note, while the user facility report indicates that this is the third pt in the group, based upon the event date, it appears to be the second pt.